Manufacturer narrative:
Upon receipt of the referenced rapid infuser ri-2 unit, we were unable to confirm the customer complaint after extensive functional testing and stress testing at elevated temperature for 48 hours. We double checked both input and output temperatures, the input and output temperature probes, the power drive module assembly, and all cables in the system for proper connections, and they were all connected and operating properly. The unit performed according to our specifications upon receipt. The disposable set returned with the unit, was visually inspected and it was confirmed that the upper section of the heat exchanger was deformed from excessive heat due to blood clot. It is difficult to draw a conclusion regarding the cause of blood coagulation. The root cause was unknown. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. The only known way to cause coagulation in citrated blood is to mix lactated ringer's or other solutions containing calcium with citrated blood products. Only anti-coagulated blood products are approved for use with the device. Belmont service department cleaned both input and output temperature probes and upgraded the system to the current revision. To ensure that the unit performs according to our specifications before shipping it back, we performed a routine calibration of the system and operated the unit at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. In order to meet and discuss additional details on the event, belmont contacted the user facility on (B)(6), (B)(6), and (B)(6) 2023 but to date we have not received any response from the user facility. The complaint file will be re-opened if the additional information is received. No device malfunction could be verified, and the root cause could not be determined. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont for evaluation on june 30, 2023. However, we are still waiting on the disposable set to be returned for review. The biomed reported that unit failed in a trauma case and the disposable melted, spilling blood and causing smoke. Melted at the top of the heat exchanger but there was no damage to the unit because of the incident. It was reported the patient expired in this event, but the device was not a contributing factor. On further follow-up with the biomed, it was confirmed that ffp and rbcs with no cell salvage were infused after which they received the "overtemperature alarm: 102". To date there is no indication of the use of contraindicated fluids. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger will become overheated and cause an over temperature / overheating issue. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available indicating what was used to prime the system. The operator's manual consists of following note: prime the main system with solutions compatible with blood products. Do not prime with blood or blood products..the operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
The biomed reported that unit failed in a trauma case and the disposable melted, spilling blood and causing smoke. Melted at the top of the heat exchanger but there was no damage to the unit because of the incident. It was reported the patient expired in this event, but the device was not a contributing factor. The device will be sent back to belmont for investigation once the hospital gives ok, the disposable set was saved and will be also sent back for investigation. On further follow-up with the biomed, it was confirmed that ffp and rbcs with no cell salvage were infused after which they received the "overtemperature alarm: 102".